Event description:
As reported by the (B)(4) study, the cec adjudication committee agrees that the patient experienced a peri procedural myocardial infarction. The patient is a (B)(6) woman with a history of dyslipidemia, hypertension, and smoking who presented with a positive functional ischemia study, ccs class I angina, an 80% stenosis in the proximal left anterior descending (lad) and a 95% stenosis in the mid lad. The lesions were described as moderately calcified and mildly tortuous. On (B)(6) 2010, the patient underwent the index procedure. The first target lesion in the mid lad was treated with pre-stent balloon angioplasty and placement of one cypher (cxs28250/ lot 15077171) study stent. The site reported a 0% final residual in-lesion stenosis with no dissection and timi 3 flow. The second target lesion in the proximal lad was treated with pre-stent balloon angioplasty and placement of one cypher (cxs23275/ lot 15100867) study stent. The site reported a 0% final residual in-lesion stenosis with no dissection and timi 3 flow. The procedure was uncomplicated. The site reported no post-procedure complications. The patient was discharged the next day on dual antiplatelet therapy. Adjudication notes were received and the cec adjudication committee agrees that the patient experienced a peri procedural myocardial infarction during the index procedure. Approximately three weeks post index procedure, the patient underwent a staged procedure with stenting of the right coronary artery.

Manufacturer narrative:
Two cypher (cxs23350/ lot 15100866 and cxs33300/ lot 15077478) stents were successfully implanted with no reported injury to the patient. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report # 3003742446-2012-00218 and 3003742446-2012-00219.

Manufacturer narrative:
As reported by the cypress study the cec adjudication committee agrees that the patient experienced a peri procedural myocardial infarction. The patient is a (B)(6) woman with a history of dyslipidemia, hypertension, and smoking who presented with a positive functional ischemia study, ccs class I angina, an 80% stenosis in the proximal left anterior descending (lad) and a 95% stenosis in the mid lad. The lesions were described as moderately calcified and mildly tortuous. On (B)(6) 2010, the patient underwent the index procedure. The first target lesion in the mid lad was treated with pre-stent balloon angioplasty and placement of one cypher ((B)(4)/ lot 15077171) study stent. The site reported a 0% final residual in-lesion stenosis with no dissection and timi 3 flow. The second target lesion in the proximal lad was treated with pre-stent balloon angioplasty and placement of one cypher ((B)(4)/ lot 15100867) study stent. The site reported a 0% final residual in-lesion stenosis with no dissection and timi 3 flow. The procedure was uncomplicated. The site reported no post-procedure complications. Pre-procedure (B)(6) 2010 at 15:00, the ck was 29 (nl 170, ratio <1), the ckmb was 0.8 (nl 4.9, ratio <1), and the troponin was 0.01 (nl 0.04, ratio <1). Post-procedure on (B)(6) 2010 at 23:20, the ck was 34 (ratio <1), the ckmb was 2.1 (ratio <1) and the troponin was 0.13 (ratio 3.25). On (B)(6) 2010 at 09:25, the ck was 51 (ratio <1), the ckmb was 5.4 (ratio 1.1) and the troponin was 0.68 (ratio 17). Adjudication notes were received and the cec adjudication committee agrees that the patient experienced a peri procedural myocardial infarction during the index procedure. The patient was discharged the next day on dual antiplatelet therapy. Approximately three weeks post index procedure the patient underwent a staged procedure with stenting of the right coronary artery. The stents remain implanted thus unavailable for analysis. The products remain implanted in the patient and are thus not available for evaluation. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report # 3003742446-2012-00218 and 3003742446-2012-00219.